Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on-site and found that the system was unable to boot. As part of the troubleshooting action, the fse reviewed the error logs but found no errors. To resolve the issue, the fse restarted the host pc manually. After that, the system was in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.